Event description:
Received a case of splinter forceps that appeared to have been exposed to moisture and were beginning to show signs of mold. The product inside exhibited visible contamination. The sterile seal was discolored and gritty, and the top of the packaging showed clear evidence of water damage.